Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that magnet was fallen from latch inseparable. A field service engineer (fse) replaced latch inseparable to resolve the issue. Customer was able to login and tested the drawer function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed when a nurse attempted to pull a medicine, they tried to recover the drawer. When used storage space recovery the drawer does not even attempted to open. User opened the back and forced it to open and checked for blockages, there were no blockages and the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.